Event description:
The customer reported the ventilator alarm volume was barely audible and could not be adjusted. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported the primary alarm was inspected and no problems were found with connections or parts. The service engineer replaced the alarm and the volume potentiometer cable as a precaution for the reported problem. Performance verification testing was completed per operating specifications.